Event description:
The hcp reported the pump was explanted due to "not working." It was returned to the manufacturer for analysis.

Event description:
The removed all 18cc that had previously been put into the pump. The patient was having no adverse symptoms . They have not seen the patient since then.